Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor triggered the threshold suspend when his sensor glucose was 40 mg/dl and blood glucose was 100 mg/dl. Customer's blood glucose at time of call was 67 mg/dl and sensor glucose was 40 mg/dl. After troubleshooting, customer was advised that the sensors will be replaced. Customer agreed will not be returning the device for analysis.